Manufacturer narrative:
Device analysis report attached. This report is submitted on may 06, 2024.

Event description:
Per the clinic, the patient experienced no communication to the internal device due to a sustaining head trauma. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on january 24, 2024.